Event description:
A customer reported receiving erroneous glucose results from an Abbott Diabetes Care device. The customer received sensor scan results of 121 mg/dL,132 mg/dL, 76 mg/dL ,118 mg/dL compared to glucose values of 216 mg/dL, 203 mg/dL,197 mg/dL,177 mg/dL respectively obtained on the comparison device, when plotted on a Parkes Error Grid, fall into the C Zone, showing the difference in values to be clinically significant. The length of sensor wear was 13 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported device was returned and investigated. The investigation included a review of the complaint information, available device data, and an inspection of the returned product.A visual inspection of the device was performed to assess for evidence of physical abnormalities. Functionality testing was performed to evaluate device performance to ensure device is functioning as intended. The Device History Records (DHRs) for the product were reviewed and the DHRs showed the product passed all tests prior to release. Based on the investigation findings, no device malfunction or product deficiency was identified; therefore, the issue is not confirmed.This complaint was reviewed and is being submitted as it has been reassessed as reportable as the result of retrospective review associated with a CAPA.All pertinent information available to Abbott Diabetes Care has been submitted.